Event description:
It was reported that a right atrial lead warning occurred for lead impedance greater than 9999 ohms. A lead polarity switch was noted and there was also a high pacing capture threshold warning. The lead may be electrically abandoned or revised later, but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.